Event description:
It was reported patient underwent a total hip arthroplasty in (B)(6) 1998. Subsequently, patient was revised on (B)(6) 2014 due to dislocation and poly wear. The modular head and liner were removed and replaced

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - (B)(6) 1998. PMA/510(k) number, manufacture date ¿ unknown. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-00883 / 00884).